Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 33 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. The analysis showed 15.5 cm distal to df4 connector pin that the insulation was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the distal end was found bent and the rv shock coil and fixation helix stretched, these deformations probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to oversensing with artifacts approx. 34 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be update.